Manufacturer narrative:
Based on the strip simulation tester, blood glucose readings were found to be within specification and record successfully into the device memory. During the bg meter strip insertion verification test, the pdm recognized the activities and registered readings immediately.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 400 mg/dl. For treatment, the pod was removed, the patient was given insulin and fluid through intravenous (IV). The patient stated that the pdm was given different bg values than actual real values.